Event description:
Report received from attorney alleging"...removal of mdt pump (2002) at...as a result of infection." Device has not been returned for analysis. A follow up report will be sent when additional info is received.